Event description:
The customer reported a leakage on the reagent side of their dxc 600i clinical chemistry system which affected approximately twelve (12) patient sample results for blood urea nitrogen (bun), creatinine (cr-s), total bilirubin (tbil), and aspartate transaminase (ast). There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed a leaking reagent probe. The fse identified the failure mode as a defective vacuum valve and 4-way valve. The fse replaced the vacuum valve and 4-way valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).